Event description:
It was reported that the manufacturer failed to provide technical service documentation and calibration procedures for the device that was purchased. No outcome or interventions were reported. Follow up has been requested to obtain this information. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the device that was reported on was not an implantable neurostimulator (ins). This information was now known due to the product information provided upon follow-up.